Event description:
The deltaplush coil (cpl10020330/c24291) coil stretched during a coil embolization procedure. The physician used another same size coil to successfully complete the procedure. There were no patient adverse events. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Updated complaint conclusion: the deltaplush coil (cpl10020330/c24291) coil stretched during a coil embolization procedure. The physician used another same size coil to successfully complete the procedure. There were no patient adverse events. After multiple attempts, no further information could be obtained. The device was returned for analysis. The unidentified microcatheter and rhv were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil¿s socket ring has found to have been pushed down inside the outer sheath. The distal section of the coil was stretched and damaged. The proximal section of the coil was undamaged. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil being stretched during the procedure was confirmed. While the root cause cannot be determined based on the information provided and the non-return of the unidentified microcatheter and the rotating hemostatic valve (rhv), the contributing factors were most likely that the coil was temporarily anchored and stretched during a retraction movement. The exact circumstances of how and when this damage occurred cannot be determined. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Correction: it was anticipated that the device would be returned for analysis; however, the device was not returned. No additional information could be obtained. Complaint conclusion: the deltaplush coil ((B)(4)) coil stretched during a coil embolization procedure. The physician used another same size coil to successfully complete the procedure. There were no patient adverse events. After multiple attempts, no further information could be obtained. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretch could not be confirmed without product return for analysis. Based on the information provided, it is not possible to determine the root cause of the event; however, procedural/handling factors may have contributed to the event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Information regarding patient age, gender, weight, history and concomitant medications and devices was not available. Additional information will be submitted within 30 days of receipt.